Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 545 mg/dl at the time of incident and current blood glucose value was 75 mg/dl. Customer also reported insulin flow block alarm and when they removed the infusion set the cannula was bent. The customer stated that the symptoms related to high blood glucose such as abdominal pain and nausea. Customer stated they did experience diabetic ketoacidosis. Customer did not want to troubleshoot for high blood glucose value. The device will not be returned for analysis.